Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose event. The blood glucose level at the time of the event was 600mg/dl. The customer reported no symptoms related to the high blood glucose event. The customer was using the insulin pump system within the 48 hours of reported high blood glucose event. Troubleshooting was successfully performed. No harm requiring medical intervention was reported. The device will not be returned for analysis.